Manufacturer narrative:
Supplemental report is being filed following the submission of the initial MDR report that was submitted on 4/25/2021 due to the investigation findings are available. A review of the device history record showed device sr# (B)(6) was serviced and tested from mar 2017-jan 2021 and passed all tests. No exception was recorded in the device history record that could lead to the reported incident. A sample was received for evaluation. Device unit was inspected and tested visually and functionally and passed all tests. Failure mode could not be duplicated. No issues were found with the device, therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but we will continue to monitor the trend for this type of incident.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Patient reported that the dressing was not suctioned down into the wound bed and the device alarm did not go off to alert. The nurse could not hear the device motor running when tubing was clamped. No injury reported.